Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed the lead integrity alert triggered. Two patient alerts for lead failure predictor occurred on (B)(6) 2012. Interference/noise was noted. Ventricular short interval count v-sic of 42862 counts, in 2.75 days, occurred between (B)(6) 2012. Oversensing also occurred. 13 ventricular non-sustained episodes of less than or equal to 215 ms occurred on (B)(6) 2012. Lead failure predictor high rate non-sustained episodes of less than or equal to 210 ms average v-cycle occurred between (B)(6) 2012. Ventricular fibrillation (vf) episodes of 190 ms average v-cycle occurred on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to noise and t wave oversensing on the right ventricular (rv) lead. A lead integrity alert (lia) triggered. It was also noted that there was a lead warning for high pace/sense impedance, and capture thresholds were high. Fracture of the rv lead was suspected. It was also reported that the device algorithm initially withheld for noise but timeout occurred and a shock was delivered. The lead was capped and replaced, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.